Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The patient stated when they woke up, they noticed the receiver displaying an error reading symbol. Because the dexcom continuous glucose monitor (cgm) was not working, the patient fell unconscious. The patient's brother found the patient and gave the patient 4 glucose tablets. The patient became conscious and took a finger stick reading that was 20 mg/dl. It is unknown how long the patient had been unconscious before his brother found him. At the time of contact, the patient was conscious and in stable condition. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.